Manufacturer narrative:
Evaluation summary: the stent had moved slightly distally on the balloon and was not positioned between the marker bands as per specifications. Deformation was evident to a number of the mid stent segments with struts raised, bunched and overlapping. Deformation was evident to a number of the most proximal stent segments with struts raised. Crimp impressions were visible on the exposed proximal and mid balloon surface. Deformation was evident to the distal tip. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent to treat a severely calcified and non-tortuous lad lesion exhibiting 79% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. The physician commented that the stent could not pass through the lesion and the stent deformation was seen. The procedure was completed using another mdt stent. The physician believes the event is related to lesion morphology / procedural-related and not device related. No injury to the patient. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions